Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a shoulder joint glenoid labrum repair procedure, two (2) twinfix ultra anchors broke while being implanted. The broken pieces were successfully removed from the patient with tweezers and suction. Surgery was completed with a back-up device in the original bone hole, and there was surgical delay greater than 30 minutes. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H2: corrected information in h6 (investigation conclusions). H3, h6: the reported device was received for evaluation. A visual evaluation showed two devices were each returned in original packaging with the batch number of the complaint on the label. Device one, the sutures are off the device. The anchor is on the device and has been fragmented. The rest of the anchor was not returned. Bio debris is present. Device two, the anchor and sutures are off the device. The anchor has been deformed and fragmented. Bio debris is present. A functional evaluation could not be performed for either device since there is damage hindering the inspection/evaluation. A material assessment found that based on the condition of both devices during visual inspection additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found the raw material strength requirements and storage requirements specified and each lot must be accompanied by a material certificate of analysis. The root cause was associated with unintended use of the device. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (excessive force on the device, excessive torque on the device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use). Based on this investigation, the need for corrective action is not indicated.